Event description:
It was reported that the user experienced difficulty deploying his inset 32-inch infusion sets, describing the applicator as sticking at the insertion site and preventing proper removal, which led to inability to use the set and depletion of supplies. Replacements were arranged and user education was provided. No reported adverse clinical effects. Outcomes included interruption of infusion therapy requiring replacement supplies and troubleshooting support. Investigation included complaint intake review and user troubleshooting focused on insertion technique and proper connector attachment. Investigation of this case revealed a use-related insertion and applicator removal difficulty consistent with an infusion set deployment issue and potential connector attachment error associated with the infusion set and applicator components, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling during insertion and applicator removal.